Event description:
Reportedly, during a regular ICD check, the battery voltage was at 3.92v and the elective replacement indicator was reached. Previous follow up dated (B)(6) 2013 showed a battery voltage at 5.10v. A re-operation was performed and the lead was tested without showing no anomaly. The lead was capped and remained in the body, a new lead was implanted. The subject ICD was changed and will be returned for analysis.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Method: the programmer files were reviewed. Preliminary analysis of the received device suggested a premature battery depletion (refer to the attached preliminary report). Analysis is pending.